Event description:
It was reported that there were two non-abbott stents that re-stenosed and during a moderately tortuous, heavily calcified, treatment mid, right coronary artery (rca) stenting procedure, a xience xpedition stent delivery catheter (sds) was advanced meeting resistance with the patients calcified vessel and would not cross the lesion. During advancement, with the resistance, the hub of the sds separated into two pieces. The entire sds was removed without difficulty or treatment and another unspecified stent was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.